Event description:
Pt was implanted with a synchromed pump and catheter in 1998 for infusion of morphine to treat non-malignant pain/failed back surgery syndrome. The pt experienced increased pain. An x-ray revealed the pump rotor was stopped and the pump was explanted in 1999. Another synchromed pump was implanted in 1999. The explanted pump was returned to the MFR for analysis.